Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 131 ¿ 189 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
Wake button was verified. Unexpected shutdown issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.